Event description:
While attempting to convert the heart rhythm of a patient with an atrial fibrillation heart rhythm the device displayed a "defib fault 72" message. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.